Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. There was no reported adverse impact to the customer¿s blood glucose level.